Event description:
The customer reported a tubing separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the female adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.